Manufacturer narrative:
One opened and used sensor was inspected and a visual inspection found the sensor cannula was broken. The broken part was missing. It could not be confirmed that the customer received the sensor in this condition due to it being returned opened and used.

Event description:
The customer reported via telephone call that the sensor gave calibration errors and a sensor error alert. The blood glucose reading was 95 mg/dl. The alert occurred after the initialization period. The customer reported that the sensor appeared to be fully inserted and flat against the skin. No damage was noted to the connection bridge or pins. A test plug procedure was run and showed that the transmitter was functioning correctly. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.